Event description:
It was reported that the user paired a new dexcom g7 using code 6946 but did not receive glucose readings, then received a ¿replace sensor now¿ alert, and support advised restarting the pump and phone; during troubleshooting the user performed a fingerstick that showed a blood glucose of 38 mg/dl, treated the low, and later reported 78 mg/dl. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure, with findings pointing to an electrical/magnetic component area and the antenna as the implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.